Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones. Interrogation confirmed that the tones were due to high shock impedance measurements. Boston scientific technical services (ts) noted that the shock impedances have been gradually trending upwards over a period of time which typically implies a build up on body materials on the shocking coil versus a fracture. Ts recommended monitoring the patient. No adverse patient effects were reported. The device remains in service.